Event description:
It is reported that the patient is experiencing pain beyond six weeks after surgery. Surgeon suspects popliteal impingement, but he thinks the other part is a baseplate with too much motion.

Manufacturer narrative:
This report will be amended when our investigation is complete.